Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Initially a nurse reported multiple no delivery alarms from the customer's insulin pump. The customer had been experiencing high blood glucose during this period, up to 769 mg/dl. Troubleshooting confirmed the no delivery alarms in the insulin pump history. The pump's self-diagnostic tests passed, but the customer desired a replacement device, and will receive it. The customer did not want to return the related infusion sets or reservoirs for analysis. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.